Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got a new insulin pump for about a month, and when they tried to unlock the screen, they could not unlock it. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer reported that pressing menu button does not take them to the menu screen and using the up arrow does not allow them to navigate screens. The customer stated that using the down arrow does not allow them to navigate screens. The customer stated that the amber key was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).